Manufacturer narrative:
The customer provided additional patient information to hologic: the affected samples were from a female patient, age 38. Customer noted they have not received or tested a new sample for this patient at this time, though a new sample was requested. No additional patient information or patient treatment information has been provided to hologic. Hologic has not learned of any adverse patient outcomes due to this reported incident.

Event description:
Follow-up report. See section h11.

Manufacturer narrative:
Hologic reviewed the system logs and amplification curves as provided by the customer. Logfile review confirmed there were no signs of hardware issues with the instrument that could have interfered with the results. Review of the data from worklist ID (B)(4) showed that the initial sample curve (sample ID (B)(6)) exhibited a sudden jump in the fluorescent signal of the hiv-1 ltr target. As a result, the software produced a high titer result for this sample. It was noted that, after the occurrence of this artifact, the questionable amplification curve exhibited an amplification pattern that was in line with true ltr target amplification. Further review indicated that the other target and internal control curves in this sample exhibited nominal amplification. Hologic conducted a related event search on aptima hiv-1 quant dx assay master lot 907607 and found no other instances of atypical fluorescence results have been reported with this master lot. Hologic further reviewed the impacted master lot production records which indicated the assay lot was released as per qc specifications.

Event description:
On (B)(6) 2025, a customer questioned a result while using the aptima hiv-1 quant dx assay master lot 907607 on the panther instrument (sn (B)(6)). Customer tested sample ID (sid) (B)(6) on (B)(6) 2025, on worklist (B)(4) and received a valid result of hiv-1 ¿detected¿ with 5,263 copies/ml. Customer reviewed amplification curves from this sample and determined they were unsatisfactory. Customer then decided to retest sid (B)(6) using a different aliquot of the plasma sample on (B)(6) 2025, on worklist (B)(4) and received a valid result of hiv-1 ¿detected¿ with 33 copies/ml. Based on these result discrepancies, the customer opted to report the result as ¿invalid¿ and requested a new sample from the patient. The customer reported that the impacted patient had a known clinical history of hiv infection with consistent negative viral loads in prior hiv tests. No information regarding patient treatment, gender, or the new sample¿s results were provided to hologic. Hologic has not learned of any adverse patient outcomes due to this reported incident.